Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this right ventricular (rv) lead. Technical services (ts) reviewed the data and noted rv capture was unable to be confirmed. It was also noted the patient experienced syncope. Subsequently, this rv lead was explanted due to an unspecified product performance anomaly. It is unknown whether this lead was explanted due to the possible loss of capture (loc), as limited information was available regarding the explant. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.